Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a right ventricular lead revision procedure after high out of range impedance and high capture threshold were noted. The elevated threshold was first observed via remote transmissions from (B)(6) 2019. The lead was explanted and replaced. The patient was stable after the procedure.

Event description:
New information received notes right ventricular lead fracture was noted prior to replacement.

Manufacturer narrative:
As received, only the distal segment of the lead measuring 46.0 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.